Manufacturer narrative:
Correction to the aware date of this event and the manufacturer received date to 2016-may-02. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the information found that a manufacturer representative confirmed that the device was broken 2-3 years prior to the report. Additional information was received from the patient¿s health care provider regarding the patient. It was reported that the health care provider does not know the date of the fall as they did not treat him at that time. The patient¿s weight at the time of the fall was unknown. The patient was first seen on (B)(6) 2015, and his weight at that time was (B)(6). The patient was sent to a pain specialist in 2015 and 2016. A note from the pain specialist dated (B)(6) 2016 states that a manufacturer representative deemed the spinal cord stimulation system dysfunctional. Another note date (B)(6) 2018 from the pain specialist states that the system was not functional since (B)(6) 2014. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (MRI technician) regarding a patient who is implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. It was noted that the patient had fallen onto their external controller and it broke and has no power. The MRI technician indicated that it was unclear if it is the programmer or recharger that is damaged. Additional information was received from a consumer regarding the patient on 2019-apr-22. Clarification on the issue was obtained, and the consumer reported that it is his implant that has the problems and that his external equipment doesn¿t connect with it. The patient noted that his implant is broken. Approximately 2-3 years prior to the report, the patient had fallen in the snow directly onto his implant. The patient then tried to connect to the implant and he was unable to connect, and he just kept on seeing the reposition antenna screen. The patient indicated that a manufacturer representative (rodsnope) had seen him and used the clinician programmer to attempt to communicate with the device and indicated that he was unable to. The patient reported that the manufacturer representative indicated that he would contact the patient to set up another appointment to resolve the problem; however, he never did, so the patient has not used the device since then and suspected that the battery had been dead. He indicated that he has been living in constant pain. There were no further complications reported.